Event description:
It was reported to philips that the system's wired footswitch was unable to trigger fluoroscopy. The patient was moved to another system to continue the procedure. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.